Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported that the unit shut down while in use and that it did not alarm. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service. The reported issue could be confirmed, the device was not able to boot up due to a problem at the pba controller. However, during the analysis the alarm system including the audible alarm was functioning according to specification at all times. It was concluded that a deviation within the electronic system caused a software-controlled reset of the whole electronic system. During the reset the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. As the hardware failure was irreversible and could not be solved by the reset, the startup sequence was not finished resulting in a high priority and independent buzzer alarm. The customer has to disconnect the patient from the device and continue ventilation without delay using another device. The pba controller was replaced and the device was successfully tested according to manufacturer specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.